Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the day the sensor was inserted into the arm. On (B)(6) 2024, the patient's cgm was reading 45 mg/dl, and the bg meter was reading 80 mg/dl. The patient was experiencing headache and nausea. Therefore, the patient went to the emergency room (ER) for evaluation. At the ER, the patient's cgm was reading low mg/dl while the bg meter was reading 80 mg/dl, 96 mg/dl and 126 mg/dl (multiple rechecks). Although the patient was euglycemic, the patient was treated with orange juice and cookies. The patient was also given zofran for his nausea. The patient replaced the sensor. The patient was discharged home later the same day when his bg meter reading was 126 mg/dl. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.